Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their bladder stimulator is giving them lots of pain. Pt stated the pain is starting from the pocket site and is not sure if something shifted. Pt stated if they bend over or move sideways "it" gets hot and becomes painful. Pt stated the pain began this morning (B)(6) 2021 and they fell several times yesterday. Pt stated they have a history of falls and when they fall over pt stated "their body jerks around". Pt has turned off stimulation and the pain went away, but they do still feel a pulling sensation. The patient was redirected to their healthcare provider to further address the issue.  No further complications were reported/anticipated at this time.